Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of two (2) clearlink system continu-flo solution sets separated from the y-site clearlink. These events occurred in the cardiovascular intensive care unit (cvicu) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device and a companion sample were received for evaluation. Visual inspection of the actual sample noted a separation between the tubing and the second y-site clearlink in the downstream part; there was no evidence of a lack of solvent. Dimensional testing was performed on the tubing and clearlink housing with no issues noted. The reported condition was verified. The cause of the condition was related to manufacturing. A visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. A functional priming of the set, pull, pressure, and clear passage under water testing were performed and no defects were observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.